Manufacturer narrative:
Device evaluation summary: there is no evidence of a device malfunction contributing to the inappropriate treatments or death. Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The electrode belt was found to be fully functional. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. Monitor sn (B)(4) was returned and evaluation is underway at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient experienced an appropriate defibrillation event consisting of twelve treatment shocks. The patient was treated inappropriately three times with while in a rhythm of non-sustained supraventricular tachycardia (nsvt). A fourth inappropriate treatment was delivered with a rhythm of atrial tachycardia at 150 beats per minute (bpm) with a post-shock rhythm of atrial tachycardia at 165 bpm. The rapid rate satisfied the rate detector of the detection algorithm. Eight additional treatments were delivered with a rhythm of asystole. Asystole is considered a non-treatable rhythm. Nsvt and intermittent cardiac activity contributed to the false detection. The response buttons were pressed intermittently during the event but not during the treatment sequences that resulted in the defibrillation shocks. The response buttons functioned appropriately. The patient passed away on (B)(6) 2016.